Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." The device history records & sterility records have been reviewed by manufacturing and found to be in compliance.

Event description:
An eye care practitioner reported that a pt experienced pain, left eye, associated with wear of o2optix contact lenses. No specific diagnosis has been provided. The pt elected antibiotic therapy, instead of the recommended corneal graft. Recovery is estimated in four months time. Pre-event acuity reported as 0.85. Current acuity not provided. Request has been made for additional info; however, no further info has been provided.